Event description:
It was reported that when trying to insert catheter, it became severely bent. The catheter was not implanted. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted/explanted: no. (B)(4). Analysis of the returned catheter revealed damage to the catheter body and/or guidewire during implant procedure. The guidewire was bent in 2 places indicating difficulty during the implant attempt. No holes were found in the catheter segment that was returned. No damage was seen to the windings of the guidewire.